Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise along with high, out of range, pacing lead impedance measurements greater than 2,000 ohms which triggered the lead safety switch. The unipolar measurement was 312 ohms. This patient noticed a low pulse rate although was asymptomatic. The patient was not dependent as reported. Boston scientific technical services (ts) discussed construction of lead and lead fracture. The patient was then continued to be monitored. Subsequently, this patient came to the emergency room (ER) complaining of dizziness. The patient was checked and found that this lead exhibited oversensing, non-detection and not delivering pacing when required. In addition, damages on lead's body, insulation and conductor were observed. Hence, this patient underwent a surgical revision procedure where this lead was surgically abandoned in the patient and a new lead was implanted. Additional information indicated that during the revision procedure, the lead was snapped in half and that the other part of the lead disappeared in the patient's anatomy and was not able to be retrieved. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.